Event description:
As reported by the customer, during reprocessing the device left residue on the scope. The scope will not be used until reprocessed again. The device is not being used until repaired. There is no reported harm to any patient. The day earlier the customer also had questions about the device lcg usage screen as the customer had received the e73 error message that was resolved by the customer. The lcg usage screen is showing lines instead of numbers, though the high-level disinfectant was replaced and a few cycles run.

Manufacturer narrative:
Customer contacted the technical assistance center (tac). The tac specialist informed the customer that residue could occur if the scope was taken out the oer-pro before the wash cycle completed and that the print out should show an incomplete wash cycle for the scope. Also informed the customer that residue can cause risk of infection. Fse informed the customer that the issue should be researched to see what or where the residue may have come from and to report it to their infection control. Field service engineer (fse) went on site to repair the device. Fse checked oer-pro for lcg usage screen issues and e73. Fse replaced parts listed in service confirmation to correct the issues. Fse also found e05 and e41 in error logs. E05 was not duplicated but e41 was due to an issue with the gfci receptacle the oer-pro was plugged into. Fse moved the power cord to another receptacle to clear e41 and notified customer to call plant ops to correct electrical issue. Equipment repaired and verified according to other equipment manufacturer instructions. Olympus software attribute details remained the same. No warranty applies to this service. Completed service checklist and attached to this request. Equipment passed the electrical safety test and results were attached to this service request. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections. Due diligence was executed for this event with no response, including initial reporter occupation, by the customer. The device history record review confirmed that device conformed to specifications at the time of shipping. Repair history was not available for the device. Root cause of the event cannot be conclusively determined. It is likely the hose in the equipment peeled off finely due to aging, came out as black residue.